Event description:
It was reported that the shuttle tube cracked on the device and the shuttle would not advance all the way down. The balloon was then deflated and the device was removed from the patient. Manual pressure was applied for less than 30 minutes. It was reported that, in the opinion of the physician, the malfunction was mynx related because the shuttle tube cracked during deployment.

Manufacturer narrative:
The device was returned with the shuttle disengaged from the handle. The shuttle cartridge was inspected for crack. No anomalies were observed, however, sealant was visible through the shuttle cartridge side slit. Blood was observed on the full length of sealant, which was indicative that blood was being forced into the shuttle. High tension applied to the balloon catheter during the shuttle deployment step can result in a tight seal at the tip of the sheath and as the device is advanced, blood can be trapped inside the sheath causing the sealant to hydrate prematurely which can contribute to resistance during deployment. The review of the lhr (lot f1414311) indicated that the device lot met all established performance criteria prior to shipment. The device is manufactured with a slit at the end of the black shuttle cartridge, which is not a crack. The slit is designed to decrease unsheathing force and increase deployment reliability. If the sealant sleeve is displaced, the sealant will be exposed and the slit of the shuttle cartridge will become visible. Based on the provided information and the investigation performed, the failure to deploy might have been caused by sealant swelling up and increasing the profile causing the sealant to wedge between the shuttle cartridge and the sheath.